Event description:
It was reported that this right ventricular (rv) lead had exhibited intermittent high out of range pacing impedances alerts with values greater than 3000 ohms over a year period. Troubleshooting was performed by the health care professional (hcp), measurements remained with in normal limits and impedance jumps were not able to be recreated. The hcp stated that continuous monitoring was going to be provided. Technical services (ts) was consulted and recommended enabling alerts for non sustained episodes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device analysis: the complaint device was not returned to bsc; therefore, product analysis could not be performed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review risk assessment: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.